Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
A physician attempted to revascularize a 100% stenosis of the rca. Upon removal of the guide wire, the tip broke off. The artery remained 100% stenosed and the tip was left within the pt at the site of the stenoses with no planned procedure for its removal. The pt's condition is unchanged since prior to the procedure.